Event description:
A consumer reported following the intraocular lens implantation the patient had complications a week after the first week, and was diagnosed as an infection in the eye. The symptoms that the patient had experienced was constant dry eye and seeing rings on light at night. The patient was unable to see anything unless in very bright lights all the time. The letters continue to be more fuzzy and hardly had a time where the letters were clear and crisp regardless of the distance of the words. The patient was constantly having vision changes every 6 months. The physician thinks that the vision was good and was 20/20 but the letters were not crisp. The patient was diagnosed with guttata based on the cell count of eyes. Nine months post-op yag was performed. Which helped only for a short time. The reporter added the rings at night and inability to read in medium to darker lighting are the most difficult parts about all of this. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).